Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f348 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f348 for the reported issue shows no trends. Trends were reviewed for complaint categories, pressure dome membrane leak and alarm 18: system pressure. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a pressure dome membrane leak during the treatment procedure. The customer stated they received a system pressure alarm and noted a leak at the system pressure dome site. The customer could not determine how much blood was processed at the time of the leak. The customer aborted the treatment and did not return blood to the patient. The customer stated the patient was stable and received treatment on a different instrument afterwards. The customer did not return product for investigation.